Event description:
Device placed without incident. Removed. Followup x-ray revealed residual catheter in right atrium. Pt had device removed by intervetional radiologist without complications. Groshong placed, and removed.